Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 4.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 4.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: symmetry device was received for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure for 30 seconds without issue. A vacuum was then applied. The inflation device was verified at 15 atmospheres. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no damage or issues with shaft of the device. No issues were identified during the product analysis.